Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had low reservoir alert and buttons not responding. The customer's blood glucose value was 99 mg/dl. Customer stated insulin pump had frozen display. Customer reports the screen was not completely blank. Alarm occurred during the time that the buttons were not responding. Customer states insulin pump buttons began to work in less than 5 minutes without battery change. The insulin pump will not be returned for analysis.